Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. No belt clip received with unit. Unit received with partially broken off belt clip rail. Unit received with corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high and low blood glucose. The blood glucose was 598 mg/dl and was treated with insulin pump using 25 units of insulin with a bolus and then blood glucose went down to 70 mg/dl. The customer declined troubleshooting for the high and low blood glucose. Customer stated that, the insulin pump was broken and the belt clip would not stay on. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.